Event description:
It was reported that the ac plug of the neptune rover with smoke evac and power pole got hot and melted prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the ac plug of the neptune rover with smoke evac and power pole got hot and melted prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The technician was not able to confirm the reported event that the ac plug got hot and melted as the plug was not available for evaluation. Therefore the root cause could not be investigated.